Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles were observed in the tubing. Tandem technical support assisted the customer with removing the air bubbles. Customer's blood glucose was 216 mg/dl.